Event description:
A report was received that after an implant procedure, the patient was vomiting. The patient was hospitalized and was diagnosed with pneumonia and bowel blockage. It was unknown if medical intervention was provided by the physician to patient.